Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the insertion sheath was already kinked when the angio-seal device was unpacked. The device was not used and replaced by another angio-seal device to continue the procedure. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. Hemostasis was successfully achieved by the second device.